Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 10-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. In further review of the formatted history file 1 week prior to the event date of 10-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 06:11:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 08:22:32.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.35 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case (rails on the back wrapped around the front) of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to pump. The customer reported blood glucose value of 57 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-7040a, mmt-242a, mmt-332a, mmt-1884l. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It is unknown whether the customer was using the smart guard auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a crack on the pump on the rails on the back and wrapped around to the front. Customer said there was no physical damage to the retainer ring. Paramedics were called and glucose was given for the low. Troubleshooting was done for the damage but declined for the low. Pump was used within 48 hours of the low. There was no high blood glucose event. Per carelink, smartguard was used.